Event description:
According to the report, the peel away sheath was embedded into the patient's superior vena cava during use of the hero outflow component accessory kit. The surgeon was not able to pull it back out and the patient had to undergo an additional procedure in the right groin area in order for the sheath to be retrieved. The sheath was discarded following the procedure.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported is accurate or has been confirmed.

Manufacturer narrative:
The manufacturer of the sheath component was contacted to review the complaint. The device history records were reviewed and there was no evidence that the product shipped with any deviations from specification or non-conformances. At the time of the manufacturer's investigation, there were no similar previous complaints. The manufacturer concluded that the information surrounding the complaint did not identify the cause and the root cause could not be determined with the information available.

Event description:
According to the report, the peel away sheath was embedded into the patient's superior vena cava during use of the hero outflow component accessory kit. The surgeon was not able to pull it back out and the patient had to undergo an additional procedure in the right groin area in order for the sheath to be retrieved. The sheath was discarded following the procedure.

Manufacturer narrative:
According to the report, during use of a hero outflow component accessory kit (hero 1003, lot #: 0001814), the peel away sheath was embedded into the patient's superior vena cava. The surgeon was not able to pull it back out and the patient had to undergo an additional procedure in the right groin area in order for the sheath to be retrieved. The sheath was discarded following the procedure; therefore, the sample will not be returned for evaluation. A clinical review of this event reveals that there were several possible reasons for the breaking of the peel-away sheath. These include mishandling of the sheath such as pre-bending it or using a sharp instrument, placing the sheath too deep into the vessel, or too much pressure on the sheath and twisting while tearing. In testing conducted in response to past complaints, hemosphere's r&d team was unable to break off pieces of the sheath without using a sharp object. The hero IFU warns against bending the sheath and suggests use of the smaller sheath to avoid bending due to patient's anatomy. The faqs warn similarly that the short sheath should be used to avoid bending. The faq section also explains that the sheath tabs should be kept well outside the body, and pulled apart while the sheath is gently pulled up. It is also noted that a final x-ray be done to verify that the sheath has been completely removed. It is likely that this event was caused by user error in determining sheath size or while handling the sheath. Quality control reviewed the device history records for lot 0001814; all records were controlled, available for review, and met all physical, functional, microbial, and chemical specifications per the hemosphere device master records - (B)(4). The two possible peel away sheaths used were identified and the records reviewed; both passed all specifications.

Event description:
According to the report, the peel away sheath was embedded into the patient's superior vena cava during use of the hero outflow component accessory kit. The surgeon was not able to pull it back out and the patient had to undergo an additional procedure in the right groin area in order for the sheath to be retrieved. The sheath was discarded following the procedure.